Event description:
I currently am reaching out to my plastic surgeon and primary care dr. I have #168 and have almost all the symptoms listed. Major pain, discomfort, hard encapsulation, fatigue, weight loss. FDA safety report ID# (B)(4).